Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and had the conductor wire dislodged from the connector pin, on the energy instrument identification board, outside the housing on the proximal end. The instrument failed the electrical continuity test but passed after it was reconnected into the radio frequency identifier-ID (rfid). The conductor wire length measured 71.03 mm which is shorter than the manufacturing specifications. The complaint was confirmed by failure analysis. The probable root cause of a dislodged conductor wire on the proximal end is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument did not articulate properly, therefore did not grasp tissue appropriately. The procedure was completed with no reported injury.